Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: japan. During closure of the skull, after using the pin cutter, the upper disk of the product came off. There is no harm to the patient. Three sized of device reported to be used on the patient include products reported in the follow medwatch reports: 2916714-2016-00492, 2916714-2016-00495, 2916714-2016-00496.

Manufacturer narrative:
Investigation: used test and analysis equipment; keyence vhx 600 d microscope; panasonic dmc tz8 digital camera. We made a visual inspection of all parts. The pin of the lower disc shows damages at the outermost fixation ring. Next we investigated the upper disc. This part was torn and bent out of shape. Furthermore one of the spring segments was severly bent. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably user related. Rational: because the implant is badly damaged, a final root cause analysis is not possible. But all found damages on the disc and pin point to a user related error. No CAPA is necessary.